Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was just at the clinic and has been diagnosed with peritonitis. The nurse has given the patient antibiotics. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained (same day) which yielded growth of gram positive cocci (organism unknown) and elevated white blood cell (wbc) 444. The nurse stated the patient was treated with the antibiotics vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. It was reported the patient is continuing pd treatments with the same cycler. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse was not able to provide the exact cause of the peritonitis.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of gram positive cocci (organism unknown) which are resident flora of human skin, and oropharynx. Peritonitis with gram positive bacteria is known to be associated with a breach in aseptic technique during the pd exchange which is the most frequent cause of peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was just at the clinic and has been diagnosed with peritonitis. The nurse has given the patient antibiotics. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained (same day) which yielded growth of gram positive cocci (organism unknown) and elevated white blood cell (wbc) 444. The nurse stated the patient was treated with the antibiotics vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. It was reported the patient is continuing pd treatments with the same cycler. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse was not able to provide the exact cause of the peritonitis.